Manufacturer narrative:
Product complaint analyis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator handle condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming; and lockout functional, conforming. Analysis conclusion: based upoon inquiry info received, visual examination and functional test, it was confirmed that reported incident during surgery occurred. Nine instruments were received. Instuments (g), (h), and (I) were received in original, unopened, sterile packages. Devices were examined and would not arm as received. Obturator handle welds were measured and found to be skewed. Obturator handle is welded during assembly process.

Event description:
It was reported during a pelviscopy the scrub nurse tried to lock down a 355ld trocar. The blade shield would not lock down. That trocar was handed off to the head nurse who was also unable to arm. Both nurses tried several trocars from their stock and found the same problem with trocars in two cartons. A new carton was opened with no problems and the case completed. There was no consequence to the pt.